Event description:
Report received indicated the patient experienced an itching and weeping rash underneath the adhesive border after a few days, when the adhesive becomes wet. The patient experienced the condition during a period of one year prior to complaint receipt. It was also noted that the rash goes away when using wafers with the adhesive cut off. Patient outcome not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. The lot number could not be obtained, therefore a review of the batch record and retain evaluation could not be performed without a lot number. A review of complaint trend for previous 12 months was performed and this is the only complaint of this type for this icc code. There is no indication of complaint trend based on this review.